Manufacturer narrative:
On (B)(6) 2018 haemonetics was made aware of a nexsys pcs device which was observed to have a visible spark coming from the device control pcb. The customer's technician reported that the component failure prevented the device compressor from functioning, and that their troubleshooting found that replacing the failed device control pcb resolved the issue. Haemonetics sent a replacement device control pcb to be installed by the customer's on-site technician. The technician will perform all necessary repairs and will calibrate the device to ensure it meets specification prior to returning the unit to service. It was reported that this incident occurred during the post protocol, preventing any injuries to the donor or operator as the device will ensure there are no hardware failures prior to initiating any procedures. There was no donor/patient involvement with this reported incident and there are no injuries or adverse reactions associated, however haemonetics has previously reported instances of thermal decomposition within a device as such a medwatch form was deemed necessary.

Event description:
On (B)(6) 2018 haemonetics was made aware of a subcomponent failure where visible sparks were observed by the customer's on-site technician on a nexsys pcs device. The technician reported that the device control pcb sparked, which resulted in compressor failure. The technician reported that replacing the device control pcb resolved the issue and the compressor functionality was restored. The technician ordered a replacement device control pcb to resolve the issue. There was no donor/patient involvement in this incident. The failure occurred during the power on self test (post) protocol prior to any donation procedure. There were no resultant injuries reported.